Event description:
The pt called lfs and alleged the one touch ultra meter would not start after sample application. The pt was unable to obtain a reading on the reported meter, however did test on the one touch profile meter and the result was 127 mg/dl. The pt did not report any symptoms of high or low blood sugar at the time of the occurrence. A medical professional was contacted. No treatment was reported. The customer care rep performed troubleshooting. Two tests were attempted and the first test started, however the 2nd test did not. The pt was applying the sample correctly, however there is no info on the condition or expiration of the one touch ultra test strips. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.